Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the <<minute ventilation (mv)/respiratory>> sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored signal artifact monitor (sam) episode. It was noted that the patient had a cardioversion that day. Technical services (ts) analyzed device episode data and determined that the episode was caused by electromagnetic interference (emi) form the cardioversion. This resulted in minute ventilation (mv) noise and oversensing on the right atrial (ra) lead channel along with noise and oversensing on the right ventricular (rv) lead channel. No adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored signal artifact monitor (sam) episode. It was noted that the patient had a cardioversion that day. Technical services (ts) analyzed device episode data and determined that the episode was caused by electromagnetic interference (emi) form the cardioversion. This resulted in minute ventilation (mv) noise and oversensing on the right atrial (ra) lead channel along with noise and oversensing on the right ventricular (rv) lead channel. No adverse patient effects were reported. Currently, this crt-d remains in service.